Manufacturer narrative:
(B)(4). Pt age: date of birth - the patient was born on an unreported date in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient being in a poor environment during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with cefazolin (2 grams per day, intraperitoneally (ip) and gentamycin (80mg per day, ip) for peritonitis. The patient was discontinued from the antibiotic therapy and was discharged from hospital ten days later. At the time of this report, the patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.